Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 300mg/dl. Troubleshooting was performed. The caller stated that she attempted everything, but her daughter's glucose level kept climbing while using the insulin pump. The mother stated that the customer was treated and then she was sent home. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.